Manufacturer narrative:
(B)(4). Date sent: 09/22/2004. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the instrument jaws scissored instead of closing properly. Another device was used to complete the procedure. There was no patient consequence.